Manufacturer narrative:
One opened sample, part number 1884012em, from lot number 0212765628 was received. There was a residue consistent with biological contaminants on the device. Visually, the tip of the middle tube had become detached at the distal end of the spiral wrap which would have resulted in the reported event. The portion that became detached measured 0.48¿ long. As indicated by the customer, the damage occurred during use with no allegation of damage prior to use. There was damage to the inner and middle assembly teeth which may be an indication of contact with an inappropriate material or aggressive use. The IFU (instructions for use) indicates the tools are available for resection of soft tissue and bone for surgical procedures; insertion of metal objects in accessory tip may cause the accessory to break leaving fragments in the wound; bending or prying may break the accessory; do not use excessive force to pry or push bone with the attachment, tool or blade during dissection. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the blade broke into the patient. The surgeon easily retrieved the broken tip from the patient, no medical intervention was required. The procedure was completed with another bur. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.